Event description:
As reported by the Equinoxe Shoulder Study, during a revision of non-Exactech devices to an Exactech standard reverse, the patient experienced a lesser tuberosity fracture when the joint was reduced. Actions taken: open reduction and internal fixation (ORIF) with cerclage suture and legacy stem utilized. The outcome is considered to be continuing.